Event description:
It was reported that the patient presented with an increase in right ventricular lead pacing impedance. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.